Event description:
A facility reported the fuses of a electrosurgical irrigator blow with every use. Product was in contact with the patient, no patient injury reported; however, there was approximately 30 minutes surgical delay due to irrigator failure. The procedure was completed with a replacement product available.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The irrigator was returned for valuation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the irrigator returned with blown fuses. The connectors inside the unit are to re-check. Otherwise the device works properly- no other errors found. The complaint condition could be confirmed through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could confirm the complaint. The risk remains acceptable per the risk analysis. Possible root cause per the fmea used in this investigation includes: inability to complete circuit.

Event description:
N/a.